Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and could not identify the cause for this event. The fse cleaned and replaced hardware components as a precautionary measure. System parameters (quality controls, calibration, and system check) have been performing within assay/instrument specifications on the day of the event. The patient also had other undisclosed issues. The customer reran the original patient sample and the sodium result matched the redraw result. The patient was referred to follow-up with a nephrologist. There is no evidence of a system malfunction. Information not provided by customer. (B)(4).

Event description:
The customer reported the generation of erroneously low ise (ion-selective electrode) patient results on their au5800 chemistry analyzer. There was a change in patient treatment as the patient was treated for hyponatremia due to the false low ise results. The customer states that the patient also had other undisclosed issues. Calibration and quality control were acceptable on the day of the event. The customer provided data for one patient.